Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power of the monitor was turned off due to a faulty printed-circuit board. The cause of the defective g1 board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in report, it was observed, patches were found on the lcd panel, the ins sheet for g1 board was found deformed, the rear cover was broken, the bezel had multiple cracks, the digital visual interface (dvi) connectors and one more connector(on the quantum board (qb) for cable between band imaging (bi) board and qb board were found deformed, one of the outer screw was missing, the power switch bracket was found cracked, the locking connector of the flat cable between qb board, bi board and lcd panel were found broken and one of the connector on the x-board was found broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed, the device was turning off automatically after some time, due to a faulty printed circuit board. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.